Event description:
Right silicone breast implant ruptured. Left silicone breast implant ruptured. These were implanted by a physician who is no longer in practice. Implants removed per order of attending physician.